Event description:
The pt called lfs and alleged the inserted strip icon appears even after attempted strip insertion. No readings were obtained. The pt does not state any symptoms at the time of the occurrence. A medical professional was contacted for advice. No treatment was reported. The customer care rep reviewed correct testing procedure and the issue was not resolved. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and strips were replaced and return is expected.